Manufacturer narrative:
Concomitant medical devices: 455753 lead, implanted (B)(6) 1990.

Event description:
It was reported that the patient's caregiver sent a remote transmission, and ever since then, the patient's heart rate went to 120-140 beats per minute. In addition, the caregiver stated that they couldn't get the heart rate back down, and suspected that the home monitor caused the rate increase. The patient was sent to the emergency room. No follow-up information could be obtained. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.